Manufacturer narrative:
The insulin pump passed the operating currents measurement, unexpected restart error test, self test and displacement test. No unexpected restart error alarm, signal too low alarm or low battery alarm anomaly noted. The insulin pump had a cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart, external ram crc error and low battery alert. The customer's blood glucose level was unknown at the time of incident. The customer reported put in a brand-new battery, but insulin pump is not working. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.